Event description:
Subsequent to the previously filed medwatch, additional information was received: on (B)(6) 2013 the subject's chest x-ray showed no acute disease. On (B)(6) 2013, left heart catheterization with coronary angiography showed non-obstructive coronary artery disease, widely patent left circumflex and right coronary artery stents; no evidence of recurrent disease. The chest pain was ruled as non-cardiac. On (B)(6) 2013, the subject was discharged home upon instruction to follow-up with stress test in 9 to 12 months. The subject was continued on previous home medications including plavix 75 mg daily, and aspirin that was started prior to study enrollment. The imdur dosage regiment was increased to 60 mg. On (B)(6) 2013 the site reported the outcome of the event as recovered/ resolved. No additional information was provided.

Event description:
On (B)(6) 2013, the subject experienced the event of chest pain, (B)(6) following the index procedure. The event was reported with the serious criteria initial/prolonged hospitalization. Upon presentation, the subject complained of left-sided chest pain. The subject was admitted and kept under observation and cardiac catheterization was planned. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of angina as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).